Event description:
The customer reported a pressure sensor autozero failed error. The ventilator had recently been serviced for the same error at which time the sol 2 and sol 4 were replaced. The ventilator had passed all testing and was returned to the respiratory department but is now showing the same failure. The device was in use at the time of the issue reported. However, there was no patient harm reported. The remote service engineer advised to replace the data acquisition board. Per customer request, an authorized service personnel (asp) was dispatched for onsite service. The asp replaced the gas delivery system to resolve the issue, and performance verification tests were successfully completed.

Event description:
The customer reported a pressure sensor autozero failed error. The ventilator had recently been serviced for the same error at which time the sol 2 and sol 4 were replaced. The ventilator had passed all testing and was returned to the respiratory department but is now showing the same failure. The device was in use at the time of the issue reported. However, there was no patient harm reported. The remote service engineer advised to replace the data acquisition board. Per customer request, an authorized service personnel (asp) was dispatched for onsite service. The asp replaced the gas delivery system to resolve the issue, and performance verification tests were successfully completed.

Manufacturer narrative:
H10 the gas delivery system (gds) was returned for failure investigation. The customer complaint cannot be verified. The returned gds passed all testing. There was no fault found. H11: patient/user involvement: it is unknown if there was patient involvement. No harm was reported.